Event description:
The user facility reported the patient had an impella cp implant and after the pump was implanted, a kink was visible and there were frequent suction alarms. No force was applied on insertion, the kink was present due to patient anatomy. Support continued and patient was eventually weaned.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for low pump flow and product damage ( cannula kink) has been completed. A kinked cannula was observed on the returned product. The pump was free of any biomaterial, and no other physical damage was observed. The pump ran as expected in a bucket of water. The data log shows low pump flow with active suction alarms from the start of the case, without any noted motor current spikes. The cause of the low pump flow issue was a kinked cannula. The cause of the product damage related to the cannula kink issue was most likely due to patient conditions related to difficult anatomy, based on the provided clinical details.